Event description:
Information received indicates that during the case, stylet removal from the cannula was difficult when the handle of the accessory device was noted to disengage from the flexible stylet guidewire; leaving the guidewire temporarily within the cannula. The hcp was noted to retrieve the guidewire with difficulty during the case with no consequence reported for the patient.